Manufacturer narrative:
The device has been evaluated but not yet repaired.

Event description:
The manufacturer received information alleging a ventilator was alarming for high minute ventilation. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module will be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the active exhalation control module. The active exhalation control module was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the active exhalation control module failing was due to the proportional valve being stuck closed.